Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge fill estimate was inaccurate. The customer's blood glucose (bg) level was 124 mg/dl. Reportedly, the customer reloaded the cartridge and received an accurate fill estimate.